Event description:
On (B)(6) 2013, it was reported that on (B)(6) 2013, the patient's blood glucose level was elevated to 496 mg/dl. The patient thinks the infusion device does not deliver an accurate amount of insulin. The patient stated that there has been insulin in the cartridge compartment of the infusion device in the past. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.